Event description:
It was reported that during use of this tubing in a knee arthroscopy, the tubing set was noted to be leaking near the cassette. There was no report of injury or surgical delay associated with this event.

Manufacturer narrative:
Investigation findings: the tubing set was received for evaluation and the reported problem was verified. A visual examination found two small tears in the back of the cassette. Conmed linvatec was unable to determine the cause of this failure mode. This product will continue to be monitored for failures.